Event description:
PICC (peripherally inserted central catheter) line found broken off at the hubb, 14 cm remained internal and 3 cm external. Tegraderm dressing intact, posies to neonates arm still secure. No flushing of line following insert. 10cc syringe used during insertion, continuous infusion of d (B)(4) following.